Event description:
Surgeon was performing a colonoscopy when a resolution clip was requested. When surgical tech was told to do so, he advanced the jaws and one broke immediately. Broken piece was suctioned out and later disposed of when brushed out of the scope. New one was opened/used.